Event description:
While using a byte night aligners, patient reported that the aligners that were sent to them did not fix the main teeth that they wanted to straighten. They consulted with a orthodontist and to actually move those teeth they need to rotate which requires attachments. They also reported their gums have started to recede which could be linked to the aligners per the orthodontist.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.